Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a diabetes-related incident on (B)(6) 2025. The lowest recorded blood glucose level during the incident was 22 mg/dl. The cause was unknown. The customer received IV and saline fluids as treatment, which resolved the issue. There was no permanent damage identified by healthcare professionals, and the customer was discharged from the hospital on (B)(6) 2025. No issues were reported with the pump or supplies, and the pump was confirmed to be functioning as intended.